Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer called stating that the part that holds the rail in place, the weld broke. He states it was just wear and tear. He states they have had it for 4 years.